Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The reported valve was implanted to the patient via lp-shunt (doi and the initial setting were unk). The blockage of the valve was suspected and it was removed from the patient on (B)(6) 2017. No further information is provided by the hospital.

Manufacturer narrative:
Updated UDI: (B)(4). Upon completion of the investigation it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected: it was noted that the casing had turned in silicone housing as well as a tear in silicone housing. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve failed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008, with lot ctdb5l, conformed to the specifications when released to stock on the 22nd april 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. The problem with the reflux test is due to the displaced valve casing in the silicone housing and this is probably due to bad handling of the valve during ex-plantation, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.